Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is not confirmed. -visual inspection noted some scratches around the radiolucent targeting arm, 130 degree troch nail. -functional testing was performed and no problems were found with the buttons, the device worked as required. No problem found with the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 18-feb-2026, it was reported by a sales representative via (B)(4) that an 1268-100 targeting arm with not stay centered to allow guide wire to pass through. The button is also loose, which in turn makes the triple sleeve off-axis. Noticed during a case with no patient effect.